Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery did not charge while plugged into a power source despite using multiple usb cables, and the customer needed to maneuver the usb cable while inserted into the pump usb port in order for the pump to charge successfully. The customer's blood glucose (bg) level was 123 mg/dl. A replacement usb cable was sent to the customer by tandem technical support. Although requested, the customer declined follow up contact regarding the issue.